Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The right ventricular lead impedance and pacing threshold increased. No intervention has been performed. The lead will continue to be monitored via merlin.net. The patient is in stable condition.